Manufacturer narrative:
Based on the stp log file review, several unexpected restarts from the intellect cranial software can be confirmed. Due to the high number of imported and correlated images and the error message inside of the log file the most likely cause was a finite memory as result of too much data or a defect memory module. After review of the logfiles, it was evident that the system and software worked as intended, no malfunctions were observed.

Event description:
It was reported that during a cranial procedure at the user facility, the user could not make the switch in the navigation system from CT scan images to MRI. It was reported that the system displayed an error message and registration was lost. It was reported that procedure was completed without the use of navigation once registration was lost. It was reported that there was no medical intervention, no delay and no adverse consequences.

Event description:
It was reported that during a cranial procedure at the user facility, the user could not make the switch in the navigation system from CT scan images to MRI. It was reported that the system displayed an error message and registration was lost. It was reported that procedure was completed without the use of navigation once registration was lost. It was reported that there was no medical intervention, no delay and no adverse consequences.